Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmic surgeon reported that the vacuum locked during the procedure. The cassette was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: the lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and the root cause of this customer's complaint is unknown. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. (B)(4).